Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Evaluation improperly assessed for the reported symptom of upstream occlusion alarm not going off and the opportunity to determine component causality was lost. The device will be required to meet all calibration testing specifications prior to release. The device was received, and an evaluation is complete. During testing, evaluation experienced a false downstream occlusion alarm. The cause was determined to be the downstream tubing depth out of specification. The downstream tubing guide was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.